Event description:
A surgeon reported that during glaucoma filtration device implantation surgery, she was unable to position the shunt and had to remove it. In a follow up the surgeon reported that the shunt was not releasing easily from the delivery system. In the course of trying to stabilize the shunt position, while trying to pull back the inserter, the shunt was bent. The incision had to be enlarged in order to remove the defective shunt. A new shunt was used to complete the procedure. The status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product met release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire was received on (B)(4) 2013. (B)(4).